Manufacturer narrative:
This lead remains implanted and in service; therefore, a laboratory analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that this patient noted this right ventricular (rv) lead was broken and now cannot undergo a magnetic resonance imaging (MRI). Technical services (ts) recommended discussing with their physician about the lead issue and discuss possible alternative scans. This patient mentioned they does not use the rv lead. A review in latitude nxt revealed a previous lead safety switch (lss) from bipolar to unipolar for rv pace impedance measurements of greater than 3,000 ohms, then rv therapy programmed off. No additional information is available at this time. This rv lead remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient noted this right ventricular (rv) lead was broken and now cannot undergo a magnetic resonance imaging (MRI). Technical services (ts) recommended discussing with their physician about the lead issue and discuss possible alternative scans. This patient mentioned they does not use the rv lead. A review in latitude nxt revealed a previous lead safety switch (lss) from bipolar to unipolar for rv pace impedance measurements of greater than 3,000 ohms, then rv therapy programmed off. No additional information is available at this time. This rv lead remains implanted. No additional adverse patient effects were reported.